Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =600 mg/dl. The patient was reportedly taken to the hospital emergency room by ambulance for treatment. The reporter did not provide details regarding the treatment received. Troubleshooting of the device by animas customer support revealed basal deliveries were recorded in accordance with the programmed basal rates. The bolus history was not able to be reviewed because the reporter disconnected the call before the review was completed. Animas customer support made several attempts to contact the reporter in follow up for additional information; however, the reported did not respond. During troubleshooting, animas customer support identified multiple training/misuse issues; not pressurizing the insulin vial prior to insulin withdraw, not removing air bubbles from the filled cartridge and tubing prior to use, using cold insulin instead of room temperature insulin, not ensuring the luer lock was secured properly, not rotating infusion sites or making sure the infusion site was dry prior to inserting cannula. The patient was constantly ¿on the move¿ and not able to keep track of everything. The patient was also reported to guess about the amount of carbohydrates consumed and sometimes cancels boluses out of fear of dosing with too much insulin when guessing. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy associated with multiple training/misuse issues to include miscounting carbohydrates, overriding dosage recommended by bolus calculator feature and incorrect manual calculation of dosage. No pump malfunction was identified on troubleshooting. The patient was referred to their health care provider by animas customer support.